Event description:
Complainant alleged that while attempting to defibrillate a (B)(6), male, the device failed to discharge. The device charged energy a second time and failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the device displayed a "defib fault 196" message. (B)(4).

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.